Event description:
Additional information: it was reported that the lead was replaced on (B)(6). The battery was also replaced per the patient's request. A previous lead replacement had been cancelled due to a suspected cardiac event that morning. It was also reported that the patient "was not a very healthy man".

Event description:
Additional information indicated out of range impedances on electrodes 0-7 during a check on (B)(6) 2012. An x-ray confirmed a fractured lead. The lead and battery replacement was considered successful. The patient was currently feeling stimulation in all areas needed except one ankle. The patient had been reprogrammed on (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that when stimulation was turned on, the patient was not feeling stimulation in the left side despite turning it up to "600." The patient never had it over "400" previously. The patient was also unable to make device adjustments with or without the antenna attached. The patient was in "a lot of pain," but was hesitant to make changes to the stimulation due to poor communication screen being displayed. The patient expressed a fear of shocking. Additional information received reported that a lead replacement is planned, but has not yet been performed. The patient symptoms include a bruise. The patient status was indicated as alive with no injury and no adverse event. The reason for the revision is unknown at this point, as no x-rays have been taken yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377745 lot# v008788 serial# implanted: 2010 (B)(6), explanted: product type lead; product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead; product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension. (B)(4).

Manufacturer narrative:
(B)(4).